Event description:
Medtronic received information that after this cannula was placed in the correct position within the patient, the introducer could not be removed. The patient was decannulated, the product was discarded, and a similar device was used to recannulate the patient. After this product was correctly positioned, the surgeon again experienced difficulty removing the introducer. The patient was decannulated for the second time, and a third product was used. No difficulties were experienced with the third cannula. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows the tip end of cannula was rolled up inside the cannula approximately .100". Body fluid residue was present on the inside surface of cannula / introducer. The product has been returned to the supplier for further evaluation. Conclusion: reduced performance of the device occurred and was related to the event. Investigation into root cause for the issue continues. A follow up report will be submitted upon completion of the investigation. Device changed out with no reported adverse patient effects.